Event description:
Found during testing. According to the reporter, the device would not power on. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that device wouldn't power up. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. Device returned to customer. Physio further evaluated replaced pcb assembly and determined root cause for the reported incident was an internally shorted ic chip, designator u5.